Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-12488 and 1627487-2013-12489. It was reported the pt stopped using the sys two years ago due to ineffective stimulation. The pt also experiences pain at the ipg pocket site. The physician is using other modalities to treat the pt. The physician advised the pt to leave the sys implanted.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.